Event description:
Had mesh by boston scientific to correct bladder prolapse without knowledge. Have had pain, bleeding and cramps, unable to have intercourse. Pain with intercourse, urinating, bowel movement and bleeding since. FDA safety report ID# (B)(4).